Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose exceeded 600 mg/dl. The patient experienced vomiting. The patient treated via infusion set change. She also has needles for manual insulin injections. The patient was currently on her way to the hospital for treatment. No products were returned for analysis.